Manufacturer narrative:
This report has been identified as b. Braun medical ag internal report number cc (B)(4). The instruction for use (IFU) of the product has been checked and the following side effects are listed: "in very rare cases, there may be a mild burning sensation after application of pron- tosan® wound gel x, but this usually dissipates after a few minutes. Prontosan® wound gel x can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In very rare cases (less than 1 out of 10,000), anaphylactic shock has been reported with prontosan® wound gel x products." The product quantities sold in 2023 for prontosan wound gel x were over (B)(4) units. There is no evidence of a trend. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
Information received on 21.02.2024. Nature of incident: presenting: gel applied to venous leg ulcer, about 30min later developed widespread itch, erythematous rash, tongue and lip swelling, feeling of throat closing and shortness of breath. Found to be hypotensive by paramedics and given im adrenaline (repeated). Gel washed from leg with saline. Subsequently went into fast atrial fibrillation (? Adrenaline driven). No other apparent triggers. No previously known allergy. Remedial actions taken: admitted to itu (intensive therapy unit) for ongoing management. Clinical update received on 28.02.2024: is it possible to find out the batch number of the product? Not available. Is it possible to know patient data (age, gender, pre-existing condition, patient's medical history, risk factors)? 61 year old male, parkinson's, obesity, elevated bmi, prothrombotic syndrome (definition unclear), no known allergies. Medication used by the patient, madopar, edoxaban, pramipiexole & tansulosin. What is the patient's outcome? Recovered without sequalae? Patient has made a full recovery and has been discharged.